Manufacturer narrative:
Carefusion file identifier: (B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Device evaluation: the carefusion factory services received the suspect device and verified the reported issue was due to a defective patient trigger board and a defective trigger cable. The o-ring at the patient outlet was also found to be worn and the sipap case and pressure sense elbow were damaged.

Event description:
The customer reported to carefusion that the led of the patient trigger module was always lit. The customer stated that there was no patient involvement associated with this reported issue.